Manufacturer narrative:
Approximate age of device ¿ 2 years and 2 months. No product was returned for evaluation. The patient remains ongoing on lvad support. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016.. It was reported that the patient experienced a significant driveline exit site infection. Cultures were (B)(6) for pseudomonas. Blood cultures were (B)(6) and blood test parameters were stable. The patient was admitted for intravenous (IV) antibiotic therapy. Lvad parameters were stable without heart failure exacerbation symptoms. The patient was discharged home on continuous IV antibiotic therapy. No additional information was provided.